Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen (B)(6) 2009 and presented pelvic pain, vaginal discharge and bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.